Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. Customer's blood glucose was 150 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.